Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed due to post-sense t-wave oversensing on the right ventricular channel. Patient was asymptomatic and presented to the clinic for device check. Upon review, the oversensing was confirmed. It was noted that the oversensing occurred immediately after atrial pacing events. Programming changes were made on the remote transmitter. Patient was in stable condition before, during and after the event.